Event description:
It was reported that the shock lead impedance of this implantable cardioverter defibrillator (ICD) system measured at 153 ohms, which was high out of range. Pocket manipulations and provocative maneuvers were performed in clinic during routine follow-up which revealed that this ICD generator had migrated to an abnormal position perpendicular to the patient's chest. A pocket revision and lead integrity test were deemed to be necessary but have not been performed at this time. No adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, a pocket revision procedure was performed. Initially, the device was manipulated inside the pocket confirming superficial placement. The pocket was moved deeper on the patient's fascia. This resulted in lower shock impedance measurements below 80 ohms. Commanded shock tests were performed during the procedure which revealed shock impedances within normal limits. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that the shock lead impedance of this implantable cardioverter defibrillator (ICD) system measured at 153 ohms, which was high out of range. Pocket manipulations and provocative maneuvers were performed in clinic during routine follow-up which revealed that this ICD generator had migrated to an abnormal position perpendicular to the patient's chest. A pocket revision and lead integrity test were deemed to be necessary but have not been performed at this time. No adverse patient effects were reported. Currently, this ICD system remains in service.